Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 412 mg/dl at the time of the event and received a power loss alarm, pump error 68. The customer reported the pump was turned off and when the pump turned on the screen was frozen and the clock was not visible. The hyperglycemia was treated with a manual injection and the customer experienced symptoms such as nausea. Troubleshooting was partially performed and found that the customer was unable to exit the message. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer discontinued using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
The test p-cap locked properly in place in the reservoir compartment noted. The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the j1/pcba1 keypad connector and battery tube assembly noted. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Trace check error (68) alarm was found in history file on (B)(6) 2023 01:04:04.000. Failed batt test (58) alarm was found in history file on (B)(6) 2023 00:52:09.000. In summary, customer alleged battery power loss not confirmed. Frozen screen not confirmed. Pump error 68 not confirmed. Time/clock anomaly not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.